Event description:
Same case as MDR ID # 2134265-2012-06594. (B)(4). It was reported that post a percutaneous coronary intervention procedure, stent restenosis occurred. In (B)(6) 2009 - the patient presented with stable angina and the patient was referred for cardiac catheterization. The 90% stenosed and 12mm long target lesion was located in the proximal right coronary artery (rca) with a reference diameter of 2.50mm. The target lesion was treated with pre-dilatation and placement of a 2.50 x 18/20 mm promus element plus stent, resulting in 9% residual stenosis post dilation. The patient was discharged on (B)(6) 2009 on aspirin and clopidogrel. In (B)(6) 2012 - the patient presented with left sided chest pain that resolved after taking sublingual nitroglycerin but returned half an hour later for which he presented to the ER. Stress test was performed which demonstrated 1.5 mm horizontal st segment depression consistent with ischemia and the subject was referred for cardiac catheterization. Core lab results revealed in-stent restenosis that had a pattern of 1b, and a length of 8.84 of the 2.50x20mm promus element study stent. Vascular access was gained via the right radial artery. 90% stenosis was noted in the mid-right coronary artery at the takeoff of the acute marginal. A 5f bsc guide catheter was advanced over a .035mm guide wire to the ascending aorta and subsequently engaged in the right coronary ostium. A .014mm luge guide wire was then advanced across the lesion to the right coronary artery. A 3.0mmx15mm emerge balloon catheter experienced difficulty advancing to the lesion. The emerge balloon catheter crossed the lesion and was dilated to 12atm for 1 minute. The emerge balloon catheter was removed and angiography was performed. This resulted in a residual stenosis of approximately 30%. A 3.0mmx15mm promus element plus stent attempted to be delivered; however was unsuccessful due to inadequate guiding support. The promus element plus stent delivery system and guide catheter were removed and the guide catheter was replaced with 2 different guide catheters. Both catheters were used as well as a buddy wire system to attempt to have the promus element stent cross the lesion and were unsuccessful. During one of these occasions the catheter became difficult to withdraw, the physician decided to deploy the promus element plus stent in the proximal right coronary artery at 16atm for 46 seconds, resulting in 9% residual stenosis. A 3.0mmx15mm quantum balloon catheter was advanced to the mid right coronary and was dilated to 20atm for 30 seconds. Three overlapping inflations were performed from the mid right coronary all the way to the ostium. The physician then recognized that adequate guiding support was not successful from the radial artery. Vascular access was then gained via the femoral artery. An 8f guide catheter advanced into the right coronary ostium and a 3.0x22mm non bsc stent was delivered at 16atm for 45 seconds, resulting in less than 10% residual stenosis. The patient was then returned to the floor in good condition without chest pains or shortness of breath. The event is considered to be resolved without residual effects.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).